Manufacturer narrative:
Concomitant product: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the consumer reported they were getting an error message on the programmer that showed a "triangle with !!!" Along with an empty circle pointing to the monitor. Follow up information received from the consumer on (B)(6) 2015 reported that the error message issue seen with the programmer had not resolved. It was noted that the stimulation from the patient's implantable neurostimulator (ins) was now dead. A family had helped to recharge the device but could not get it to communicate. It was noted that the patient did get very good relief for their pain during the trial and were going to try to "make this work." There was an appointment to meet with the manufacturer's representative but it had to be cancelled due to the patient's hospitalization for an unrelated (to the device) illness. The family member was going to reschedule another appointment. The consumer was concerned the patient would not understand the instructions as they were (B)(6) and "some of this new electronic stuff"as difficult for them. The indication for use for the implanted device was spinal pain. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.